Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: unable to provide further information. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure/erosion first noted by a physician? Describe surgical findings of surgical intervention for exposure. Other relevant patient history/concomitant medications product code and lot #? Will be the product returned? Please provide a tracking information and shipping date? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure in 2012 and the mesh was implanted. The patient experienced erosion of mesh below urethra into vagina at midline. The surgery to remove exposed vaginal portion of mesh was on (B)(6) 2019. No further information is available.